Manufacturer narrative:
(B)(4). The lot was manufactured august 25, 2014 ¿ august 26, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph verified the separated coil cap. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a coil cap disconnect from the housing and the housing was deformed. There was no patient involved. No additional information is available.